Event description:
Customer reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Customer completed necessary steps to remove air from the cartridge, used room temperature insulin, and did not refill or overfill the cartridge. Customer was instructed to disconnect tubing at the t:lock, replace tubing, and perform the fill tubing step again, which resolved the issue. Customer successfully resumed insulin delivery after changing the tubing.